Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the the patient presented with complaints of dizziness and fainting. Low rates were observed. Pauses were also observed and were repeatable with pocket manipulation. Oversensing and noise were seen on both the atrial and ventricular leads. Caller also had questions about the header block for the device. The device and the leads were replaced. No further patient complications have been reported as a result of this event.